Event description:
The hcp reported the pt was experiencing sweating, anxiety, a crawling sensation under their skin, and a burning sensation in their abdomen. The pt had been implanted with a new pump several hours before.